Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the motor control board. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. On (B)(6) 2022 livanova received information that the reported issue re-occurred. A new complaint has been generated and will be reported separately. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(6) received a report that a s5 roller pump gave a motor control failure error message during setup. There was no patient involvement.